Event description:
The vnus closure machine was not working properly. The surgeon noted that five trips were required to accomplish the obstruction of the vein, most likely due to the generator not providing adequate heat. The surgery time was increased, but the patient tolerated procedure well.